Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio flex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter started reading inaccurately around (B)(6) 2018, when he obtained alleged inaccurately erratic blood glucose results of ¿269 and 373mg/dl¿, performed within 20 minutes of each other on different hands. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with insulin, which he self-adjusts, and oral medication. He reported that based on the results, he administered an increased dose of insulin. He stated that also on the date of the reported readings, he developed symptoms of ¿dry mouth, feeling sleepy and tired and no energy¿. He reported that during a doctor¿s office visit on a date he was unable to recall, he obtained a blood glucose result of ¿550 mg/dl¿ on the doctor/clinic meter and was prescribed 20 units of insulin in the morning and 20 units in the evening. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps and confirmed that control test had not been manually selected. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately erratic blood glucose results on the subject meter.